Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A good faith effort (gfe) attempts were made to acquire additional information in the customer. The customer has not responded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon 1 "the screen went black without image shown and the image was unrecoverable", phenomenon 2 "e216 scope communication error message", phenomenon 3 "b30 scope communication error message", and phenomenon 4 "scope ID information disappeared" occurred due to the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope image does not appear on the monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to damage on the charged coupled device, the monitor showed a black screen with no image, and an e216 and b30 (scope communication errors) occurred. The additional findings include: the bending section cover had a scratch, adhesive on bending section cover had a chip, the video connector case had a crack, the grip is not secured, and due to damage on the forceps elevator lever the bending section cannot be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.